Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : total three bulb samples were received for evaluation, all three products were inspected visually and functionally, no negative observation was noted. This file represents sample a. Retention sample of complaint lot were checked and found satisfactory. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Photo analysis : photograph were checked visually, and concluded that: photo-1 : total three bulbs were visible in photo, first one is in vacuum state, rest two were looking in normal condition (with closed port). Photo-2 : label was received as second picture, with batch no. Photo-3 : printed side surface of the bulb shared as the third picture. Further analysis of the received images is not possible. As per standard practice, 100% functional test and 100% visual inspection was carried out visually, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on mw (B)(4) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. The reservoir does not hold pressure during use. Another device was used for the patient. No consequences for the patient. Additional information has been requested.